Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2010 due to incorrect electrode placement. The patient was reimplanted with another device during the same surgery.